Event description:
On (B)(6) 2025 an ilet user experienced a low bg of 48 mg/dl. The ilet alerted, and the user's mother administered low-dose glucagon and over 100g of carbs to correct it. Bg remained low for about an hour. No medical intervention was needed.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.